Manufacturer narrative:
(B)(4).

Event description:
It was reported by the nurse practitioner that the patient was seen by the ent and it was found the patient has vocal cord paralysis from her vns. Attempts for additional relevant information have been unsuccessful to date.